Manufacturer narrative:
(B)(4). The customer is reporting this incident only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient underwent an uneventful lift flap enhancement in both eyes. The patient presented approximately three weeks post op with an epithelial ingrowth in the right eye. The patient was referred to the treating clinic for a flap lift and epithelial ingrowth removal. At the one day post op of the epithelial ingrowth removal the patient's visual acuity in both eyes was 20/20. The patient was referred back to their eye care provider for follow up care.